Event description:
It was reported that the device system was explanted on (B)(6) 2012 due to allergic reaction and pocket site erosion. The device system was discarded and not replaced. Patient symptoms included drainage, incisional wound opening and increased spasticity. The patient was later discharged from the hospital in stable condition and never developed baclofen withdrawal. At the time of the report the patient was back at his long term care center and was spastic, but with no long term sequela of system removal. The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the cause of event was pocket infection. The patient experienced wound dehiscence at pump site. Hospitalization was required. It was also reported that the patient was being weaned down before the device explant and he was covered with oral baclofen after the device explant. Refer to manufacturer report # 3004209178-2012-01414 for previous pocket infection and pocket erosion.

Manufacturer narrative:
(B)(4)